Manufacturer narrative:
A visual evaluation of the returned gold probe¿ device noted no visual defects. An electrical load test was performed and the results were within the specification for the device. Device evaluation showed no evidence of either the alleged issue or any defect which have contributed to the event. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure performed on (B)(6) 2016. According to the complainant, the gold probe failed to transmit current. The procedure was completed using another gold probe device. Attempts to obtain additional information, including patient and procedure information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used during a procedure performed on (B)(6) 2016. According to the complainant, the gold probe¿ failed to transmit current. The procedure was completed using another gold probe¿ device. Attempts to obtain additional information, including patient and procedure information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.